Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handles are frequently causing problems. There was no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, g3, g6, g1, h1, h2, h3, h4, h6, h11. The device was not returned after the handle issues; however, it was returned under (B)(4) where it was determined the bottom roller was damaged. The ratchet gears, bottom roller, ball detent and other parts were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.